Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the location of the orange particulate. A visual inspection revealed that the orange particulate observed was a sliver of the device handle. The package had not been opened. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that packages must be free of particulate, debris, hair, etc. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Do not use if package is damaged. Do not use if the product sterilization barrier or its packaging is compromised. Prior to use, inspect the product package for structural integrity. If the seal of the outer sterile barrier is broken, or if the sterile barriers are otherwise damaged, the product should be considered non-sterile and not be used. The complaint was confirmed and the root cause was associated with transport/storage. Potential factors include inadvertent impact events or rough handling during the transportation process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the procedure, the staff found orange foreign matter into the "fast-fix" sterile packaging. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.